Event description:
It was reported that during a laparoscopic right hemicolectomy, the surgeon reported that he remembered the device was difficult to fire. However, the case was complete. There was no oversewing of the staple line. A water test was performed to ensure the anastomotic integrity. Four days post operatively, the patient bled from the anastomosis. A different surgeon performed the reoperation and reported that the tissue was inflamed due to the leak but otherwise intact, excellent blood supply and single defect in middle of staple line. The leak was bypassed and two stomas were made. The patient is doing well.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.